Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018, 9:00am. She reported that she obtained alleged blood glucose results of ¿207, 237 and 180mg/dl¿ on the subject meter, performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The patient manages her diabetes with insulin self-adjuster and took and increased dose of 20 units of insulin in response to the alleged readings. The patient stated that 2-3 hours after the alleged product issue began she developed symptoms of shaky and self-treated with food ¿ate food to increase her sugar¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.